Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the abdominal implantable pulse generator (ipg) had been previously turned off (ovo mode) and replaced with a transvenous system. A request was made to have the device checked and it was determined that the abdominal device that remained in the patient's body and was now operating vvi 65. It was suspected that an electrical reset had occurred. The patient was hospitalized at the time the suspected reset had occurred. The cause of reset was assumed to be interference with other medical devices. However this was not confirmed. The abdominal ipg was again programmed ovo mode and was later explanted. No further patient complications have been reported as a result of this event.